Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/01/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge had been experiencing a few issues during procedures. All of the spin cycles would finish fine but the separation of the blood wasn't working. A few times nothing came out of the disc, despite there being no error code and normal readings. And another time all of the blood discharged into the rbc bag with no separation.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.